Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon reported that the exeter stem broke and required revision.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a exeter stem was reported. The event was confirmed following material analysis. Method & results: product evaluation and results: visual inspection of the returned device noted the following: the stem was returned in the fractured condition. The stem was examined with the aid of a stereo microscope at magnifications up to 50x. Damage consistent with the explantation process was observed on the anterior, posterior, and medial surfaces of the stem. Plastic surface deformation consistent with micro-motion at the stem-cement interface was observed on all surfaces of the stem. Macroscopic surface features indicate that the fracture initiated on the lateral surface and propagated medially. Damage consistent with the explantation process and/or post fracture abrasion was observed on the proximal and distal fracture surfaces of the stem. The proximal fracture surface was examined further using a scanning electron microscope sem. Material analysis of the returned device noted the following: the stem fractured in fatigue, with the fracture origin occurring at or near the location of the prehension hole and final fracture occurred in overload. Plastic surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. Damage consistent with the explantation process and/or post fracture abrasion was observed on the proximal and distal fracture surfaces of the stem. Eds analysis showed that the stem is consistent with the drawing an astm f1586 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined for the devices with catalog numbers provided. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon reported that the exeter stem broke and required revision.